Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the device also exhibited air. Per reporter residual volume was: 91.0 ml, rate 2.0 ml.hr and 15.85 ml was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).